Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, this (B)(6) year old male patient had history of insertion of titan coloplast penile prosthesis 4 years ago by dr. (B)(6) in (B)(6) medical center. The patient presented with malfunctioning penile prosthesis with the pump not working. He underwent the replacement of titan coloplast penile prothesis at the time of scrotal exploration and the pump was not functioning and there was no fluid in the system. The operation went uneventful. The device was removed/replaced on (B)(6) 2020. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
This follow-up MDR is created to document the additional event information received for record #619579. According to the available information this inflatable device was implanted on (B)(6) 2015 and removed/replaced on (B)(6) 2020 due to malfunction. Additional information received indicated: ¿the patient presented with malfunctioning penile prosthesis with the pump not working. He underwent the replacement of titan coloplast penile prosthesis at the time of scrotal exploration and the pump was not functioning and there was no fluid in the system. The operation went uneventful. A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the exhaust tubing of the pump. No functional abnormalities were noted with any of the returned components. The information received indicated the pump was malfunctioning and that there was no fluid in the system, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.